Event description:
International customer reported that a patient was brought back into the unit with an infection at an unspecified time following craniotomy. Examination revealed a portion of undissolved bone wax encapsulated in a sac of pus.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.